Manufacturer narrative:
The unique identifier was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred during registration peri-operatively of a cranial resection. It was reported that the passive planar probe was difficult for the site to verify and that they then weren't able to track it. They could not see any visible damage to the instrument. The site opened another tray and used that probe without any issues. They requested a quote for a replacement. No impact to patient and less than an hour of delay reported.